Manufacturer narrative:
The complaint investigation for falsely decreased alinity I tsh results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A review of tracking and trending did not identify any related trends for the product for the issue. Device history review did not identify any potential non-conformances, deviations, or non-conformances with the complaint lot. The overall performance of alinity I tsh reagent was reviewed using data gathered from customers worldwide. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I tsh reagent lot 51092ud00 was identified. The following sections have been corrected to reflect the current contact (B)(6), wiesbaden, deu: g1-contact office first name g1-contact office last name g1-contact office address 1 g1-contact office city g1-contact office postal code g1-contact office country g1-contact office phone number g1-contact office email g1-contact office fax number

Event description:
The customer observed falsely depressed alinity thyroid stimulating hormone (tsh) results for one neonatal patient. The results were not reported out as they did not match the patient¿s clinical picture. The sample was very hemolyzed and had particles in it. Another sample was tested and gave the expected results. The following data provided: initial sample tested on 02sept2023 sid (B)(6) tsh result = 0.4042 uiu/ml second sample tested on 06sept2023 sid (B)(6) tsh result = 5.15 uiu/ml no impact to patient management was reported.

Event description:
The customer observed falsely depressed alinity thyroid stimulating hormone (tsh) results for one neonatal patient. The results were not reported out as they did not match the patient¿s clinical picture. The sample was very hemolyzed and had particles in it. Another sample was tested and gave the expected results. The following data provided: initial sample tested on (B)(6) 2023, sid (B)(6), tsh result = 0.4042 uiu/ml. Second sample tested on (B)(6) 2023, sid (B)(6), tsh result = 5.15 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = sid (B)(6).